Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and determined the safety disk was at fault and needed to be replaced. The fse replaced the safety disk and the tidal volume disk to keep on same schedule and completed pm. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
While on site and prior to a getinge field service engineer (fse) performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) failed to auto-fill. Additionally, a fill-fail and shuttle purge error was found in the logs. There was not patient involvement and no adverse event reported.